Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that over the last month, customer experienced a shock sensation when a bolus was being delivered. There was no reported impact to the customer's blood glucose (bg) level. Customer indicated that another pump would be used for diabetes management.

Manufacturer narrative:
(B)(4).